Event description:
It was reported that bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg had some spots in the tube. This occurred on 12 occasions before use. The following information was provided by the initial reporter: material no. 362788, batch no. 8276545 -it was reported large droplets of edta were witnessed in tube. I am writing to you because someone brings to us that they found some « big spots » inside the bd vacutainer® ppt¿ plasma preparation tube (ref : 362788). I supposed that it is only the spray-dried k2edta anticoagulant that is added to the tube.

Manufacturer narrative:
H.6. Investigation: investigation summary: bd received samples and photos from the customer facility for investigation. The photos and customer samples were evaluated and the customer¿s indicated failure mode for additive abnormality with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos and samples, the customer¿s indicated failure mode for additive abnormality with the incident lot was observed. Root cause description: based on the investigation, the most likely root cause was determined to be related to a manufacturing issue. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Device evaluated by MFR: a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg had some spots in the tube. This occurred on 12 occasions before use. The following information was provided by the initial reporter: material no. 362788, batch no. 8276545. It was reported large droplets of edta were witnessed in tube. I am writing to you because someone brings to us that they found some big spots inside the bd vacutainer® ppt¿ plasma preparation tube (ref : 362788). I supposed that it is only the spray-dried k2edta anticoagulant that is added to the tube.